Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient felt pain in their right leg that started a couple weeks ago. The patient stated they fell a couple times probably about a year ago, and never had it checked by their healthcare provider (hcp). The patient stated [they were] "sore from the top to where the mechanic went in and run down the leg.". The patient stated they turned down the stimulation to zero, and the pain went away, but when they raised it back up again, the pain came back. The patient added that the pain was excruciating, and the sensation was like an electric shock. The patient mentioned they always felt the sensation down their leg, but never like this. The patient also mentioned they could not sleep, and that it was terrible. The patient was redirected to their hcp to further address the issue and to have the device checked.